Event description:
It was reported that the programmer unexpectedly shut down during an implant. Prior to the shut down, it had been on for approximately one hour, and after, it would not stay on. Another programmer was available to complete the case. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).